Event description:
It was later reported on (B)(6) 2016 that the left and right lead did not go through the lateral ventricles.

Manufacturer narrative:
The date of event is exact. Product ID: 3387-40, lot# 0206033354, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# 0206040396, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension.

Event description:
Information received from the healthcare professional from a clinical study via a representative reported the patient had meningitis. Initially there was a general unwell feeling and an increase of pre-existing headaches. There was further increase of headaches and hospital admission. Bacterial meningitis was suspected. The patient had quick improvement after antibiotics. The patient was to be hospitalized until completion of antibiotics. The event resulted in prolonged hospitalization, necessitated medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The patient was hospitalized for 14 days, 1 day in the emergency room and medications were administered. The event severity was noted as severe. An MRI with contrast was done and was normal. Laboratory testing showed abnormally high c-reactive protein (crp) and also cerebral spinal fluid with high cells and high protein. Examination was abnormal and showed meningismus, pain, and photophobia. The event was noted as possibly related to the stimulator and unknown if related to the leads, extensions, programming/stimulation, medication, or if it was a new illness/injury or worsening or exacerbation of existing condition. The outcome of the event was noted as ongoing. Additional information received almost a month later reported the patient had meningitis a second time. The patient had headache and high temperature. The event resulted in in-patient or prolonged hospitalization and necessitated medical or surgical intervention. The patient was in the hospital for 14 days and the entire system was explanted and not replaced. The event was noted as possible related to the stimulator, leads, and extensions. The outcome was noted as ongoing. On august 16, 2016, additional information received reported the neurostimulator was not turned "on" on modification date and the therapy initiation date when the neurostimulator was turned on was (B)(6) 2012. A day later, additional information received reported there was lead modification for the left and right lead. The location of the extension modification location changed to both. Four days later, it was reported medication administered for device modification surgery were sufentanil, remifentanil, piritramid, and ceftazidim. It is unclear what modification surgery was performed and if the modification surgery was the same as the explant surgery. Follow-up is being performed for further clarification.

Event description:
Information received from the healthcare professional from a clinical study via a representative reported the patient had meningitis. Initially there was a general unwell feeling and an increase of pre-existing headaches. There was further increase of headaches and hospital admission. Bacterial meningitis was suspected. The patient had quick improvement after antibiotics. The patient was to be hospitalized until completion of antibiotics. The event resulted in prolonged hospitalization, necessitated medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The patient was hospitalized for 14 days, 1 day in the emergency room and medications were administered. The event severity was noted as severe. An MRI with contrast was done and was normal. Laboratory testing showed abnormally high c-reactive protein (crp) and also cerebral spinal fluid with high cells and high protein. Examination was abnormal and showed meningismus, pain, and photophobia. The event was noted as possibly related to the stimulator and unknown if related to the leads, extensions, programming/stimulation, medication, or if it was a new illness/injury or worsening or exacerbation of existing condition. The outcome of the event was noted as ongoing. Additional information received almost a month later reported the patient had meningitis a second time. The patient had headache and high temperature. The event resulted in in-patient or prolonged hospitalization and necessitated medical or surgical intervention. The patient was in the hospital for 14 days and the entire system was explanted and not replaced. The event was noted as possible related to the stimulator, leads, and extensions. The outcome was noted as ongoing. On august 16, 2016, additional information received reported the neurostimulator was not turned "on" on modification date and the therapy initiation date when the neurostimulator was turned on was (B)(6) 2012. A day later, additional information received reported there was lead modification for the left and right lead. The location of the extension modification location changed to both. Two days later, it was reported medication administered for device modification surgery were sufentanil, remifentanil, piritramid, and ceftazidim. It is unclear what modification surgery was performed and if the modification surgery was the same as the explant surgery. Follow-up is being performed for further clarification.

Manufacturer narrative:
Product ID: 3387-40, lot# 0206033354, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# 02 06040396, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the endpoint adjudication committee (eac) assessed this event as possibly related to surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.